Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow-up. Upon device interrogation, several auto mode switch episodes were observed due to presence of noise on the atrial channel. The noise was reproduced during isometric testing. The patient reported suffering a fall within last 3 months on the left arm/shoulder where her pacemaker was implanted, which suspects was the cause of the noise. Programming change was made. The patient will continue to be monitored.